Event description:
Pt had two baxter jackson pratt drains placed 8/11/1998 during surgery. While being pulled out by the physician 8/17/1998, one broke. Pt has to return to or for removal of piece of drain.